Manufacturer narrative:
Updated data: b2. Outcome attributed to adverse event b5. A second paragraph was added. H4. Device mfg date h6. Additional codes. Corrected data: d. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic product brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: 0012685669; manufactured date: 2025-02-24; use by date: 2027-02-24; UDI: (B)(4). D10. Non-medtronic product ID: boston scientific safari guidewire; lot #: unknown; ubd: unknown non-medtronic product ID: gore medical dryseal sheath; lot #: unknown; ubd: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, hemorrhaging and a hematoma were observed at the access site. Additionally, a myocardial infarction (mi) occurred and percutaneous coronary intervention (pci) was performed. One day following the implant of the valve, a cerebral infarction occurred. Additional information was received to report a non-medtronic (boston scientific safari) guidewire was used for the procedure. Arterial access for inserting the delivery catheter system was achieved on the right side of the patient; however, the location of access was not reported. Pci was performed on the left anterior descending artery. It was noted a previous coronary artery occlusion did exist as the patient had a positive history of coronary artery disease; however, the pci was not planned prior to the valve implant procedure. It was reported the cause of the mi was pre-existing thrombus from the sinus of valsalva "pushed" by the balloon during the balloon aortic valvuloplasty and the medtronic valve contributed to the mi. The hemorrhage was also noted on the right side of the patient. The hemorrhage presented following the removal of the non-medtronic (gore medical dryseal) sheath from the patient. However, the physician reported the hemorrhage was caused by "coagulation abnormalities due to hypothermia in the patient". The hemorrhage was treated with compression and hemostasis was achieved. The patient presented with an unspecified paralysis approximately 24-hours following the valve implant procedure. An ischemic stroke was confirmed via magnetic resonance imaging. The physician indicated neither the medtronic delivery catheter nor the valve contributed to the stroke and instead indicated the patient's anatomy with pre-existing thrombus was the cause. Following discharge, the patient was transferred to a rehabilitation facility.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, hemorrhaging and a hematoma were obse rved at the access site. Additionally, a myocardial infarction (mi) occurred and percutaneous coronary intervention (pci) was performed. One day following the implant of the valve, a cerebral infarction occurred.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, hemorrhaging and a hematoma were obse rved at the access site. Additionally, a myocardial infarction (mi) occurred and percutaneous coronary intervention (pci) was performed. One day following the implant of the valve, a cerebral infarction occurred. Additional information was received to report a non-medtronic (boston scientific safari) guidewire was used for the procedure. Arterial access for inserting the delivery catheter system (dcs) was achieved on the right side of the patient; however, the location of access was not reported. Pci was performed on the left anterior descending artery. It was noted a previous coronary artery occlusion did exist as the patient had a positive history of coronary artery disease; however, the pci was not planned prior to the valve implant procedure. It was reported the cause of the mi was pre-existing thrombus from the sinus of valsalva "pushed" by the balloon during the balloon aortic valvuloplasty and the medtronic valve contributed to the mi. The hemorrhage was also noted on the right side of the patient. The hemorrhage presented following the removal of the non-medtronic (gore medical dryseal) sheath from the patient. However, the physician reported the hemorrhage was caused by "coagulation abnormalities due to hypothermia in the patient". The hem orrhage was treated with compression and hemostasis was achieved. The patient presented with an unspecified paralysis approximately 24-hours following the valve implant procedure. An ischemic stroke was confirmed via magnetic resonance imaging (MRI). The physician indicated neither the medtronic delivery catheter nor the valve contributed to the stroke and instead indicated the patient's anatomy with pre-existing thrombus was the cause. Following discharge, the patient was transferred to a rehabilitation facility. Additional information was received to report arterial access was achieved by the right femoral artery. The pre-implant bav was performed using a 23mm non-medtronic (z-med) balloon. Per the physician, the patient was hypothermic because of the general anesthesia used to perform the pci, and the pci prolonged the surgical time. The post-operative MRI was performed on the same day. It was reported anticoagulation therapy was administered via gastric tube with an intra-operative act of 350.